Event description:
On (B)(6) 2011, a (B)(6) year old female patient, with aaa, congestive heart failure, and hypertension, underwent aaa repair. The patient's anatomical form was suitable for the procedure and the procedure was conducted as labeled. Ballooning using a coda balloon was performed after a mainbody and two iliac leg grafts. A distal type I endoleak in the left was confirmed, so additional ballooning using maxi ld balloon catheter was performed. After deflating the balloon, blood pressure reduction was confirmed, so urgently occluded using a coda balloon. Then the left common iliac artery rupture was confirmed angiographically. To solve this, the physician coil embolized the internal iliac artery and additionally placed two iliac leg grafts to the external iliac artery. Another leak was confirmed from the right side and determined as type iii or type IV from the angiography inside the stent graft. Act was 362. The leak was solved by additional placement of a leg graft. (1820334-2011-00141). Patient outcome was not provided by the reporter.

Manufacturer narrative:
Ruptures are labeled in the IFU. No product or images were returned to assist in the investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. The IFU states: "access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 14 french to 20 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." We are unable to comment on the patient's suitability without imaging or anatomical determinants. The left common iliac ruptured following ballooning with another manufacturer's balloon (used off label). The internal iliac was embolized and additional leg grafts were extended to the external artery. It is possible that calcification at the site of ballooning contributed to rupture. At this time there is no indication that a design or process induced failure of the device resulted in the reported vessel rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.